Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed and event cannot be confirmed. Indeed, no infusion happened on (B)(6). Only one infusion of heparin happened at the end of the day of (B)(6), 2023. The reported device was not returned to our laboratory for analysis. However, the log file has been sent. The serial number of the device history log corresponds to the serial number of the reported device. According to the complaint description, the patient was infused with clindamycin 5 times between the (B)(6) 2023. Analysis of the log file show that no infusion happened during (B)(6) and the only infusion of the (B)(6) begun at the end of the day around 20:00 pm. Heparin has been selected and the flow rate was 0,5 ml/h during more than 3 hours (1,6 ml has been infused). No repairs have been made on the pump. With available evidences, the described event cannot be confirmed and its root cause is likely due to human error. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the trust have requested the data event log download of a sp mc wifi pump that was involved in an sui (serious untoward incident) to which the coroner is now involved. Customer has stated that he thinks this is an over infusion with the pump being set wrong by the user. Additional information received from the hospital: "a 6 month old baby had been admitted to chesterfield (B)(6) hospital seriously unwell and treated within the paediatric department. The baby continued to deteriorate and was transferred to sheffield teaching hospitals. Once in sheffield the baby continued to deteriorate and unfortunately passed away. Sheffield teaching hospitals carried out an investigation and highlighted that it appeared in the patient notes that the baby was infused with clindamycin 5 times between (B)(6) 2023 and it appears that this was delivered at 10 times the amount expected. This appears to be human error." Reporting due to the referenced issue as a conservative measure; although the patient passed away, fresenius kabi does not yet have a confirmed cause of death or information that the overdose contributed to the deterioration of the patient's health. More information is needed to complete the investigation.